Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Initial reporter phone #: (B)(6). Initial reporter fax #: (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that the bd ultra-fine¿ insulin syringes needle experienced difficult plunger movement. The following information was provided by the initial reporter: I went to use the syringe and when I went to push the liquid, it didn't push.

Manufacturer narrative:
The following fields were updated due to additional information: d10: device available for eval yes, d10: returned to manufacturer on: 19-dec-2022 h6: investigation summary customer returned a single 0.3ml, 31 gauge, 6mm syringe from lot 0314054. The syringe was inspected to ensure that using it was as least harmful as intended. The outer diameter of the needle was measured at 0.104 in, which is within acceptable outer diameters for 31 gauge needles (0.0100 in to 0.0105 in). The integrity of the needle was inspected and no defects were found. No debris was found at the tip of the needle. Lastly, flour was applied to the needle cannula and sufficient lubricant was found. No damage to the needles of any kind was observed and all functioned as intended. The needles were within specifications and did not feature any dullness or burrs that could result in patient harm. Functional testing of the syringe found more resistance than intended when moving the plunger up and down the length of the syringe barrel. However, the resistance was marginal and did not result in any deformation, damage, or dragging of the stopper. A review of the device history record was completed for batch# 0314054. All inspections and challenges were performed per the applicable operations qc specifications. Based on the sample received, embecta found that the plunger was difficult to move in the syringe barrel. The root-cause could not be determined.

Event description:
It was reported that the bd ultra-fine¿ insulin syringes needle experienced difficult plunger movement. The following information was provided by the initial reporter: I went to use the syringe and when I went to push the liquid, it didn't push.